Manufacturer narrative:
Retainer ring is black. Customer complained on (B)(6) 2021 the insulin pump alarmed failed battery test and pump error 53. Complained the display is blank and experiencing high bg. The device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device successfully downloaded to thus. Insulin pump was monitored. No failed battery test, pump error 53 or blank display noted during testing. Insulin pump trace download analysis confirmed the pump alarmed 65 failed battery test on (B)(6) 2021 between 6:34:34 am and 11:26:35 am. The power management graph confirmed the failed battery test was due to broken battery tube threads. The formatted history file confirmed the pump alarmed pump error 53 alarm (line number 5632 file number 2005) on (B)(6) 2021 06:54:27.000 due to software error. No moisture damage noted to electronic assembly or motor assembly per visual inspection. The following were noted during visual inspection: scratched case, pillowing keypad overlay and broken battery tube threads. The p-cap and reservoir does lock properly. Insulin pump passed functional testing. No blank display noted during testing. Confirmed the failed battery test was due to broken battery tube threads and confirmed the pump error 53 alarm was due to software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display and multiple insulin pump error alarm. Customer stated that insert battery alarm did not display when battery was removed. Customer stated that contact on battery cap was not missed or damage. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer sated that display did not returned after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.